Event description:
The facility's pharmacist reported to baxter (B)(4) that a solution administration set was found to have tubing disconnected from the y-site before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A sample was available for evaluation. A visual inspection revealed that the tube was disconnected from the upper y. The root cause was identified to be that the tube was connected to the y but under inserted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.